Event description:
The adhesive of the dressings were weak. Immediately after the dressing was put on the skin to hold the IV drip route, it was peeled off the skin due to the weak adhesive. The issue occurred to 5 dressings in a row, in the same patient. The treatment was continued with another iv3000. It was reported about 3 minute delay because it was needed that several dressings were opened and put. No patient harm.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Images provided show an iv3000 dressing with a creased film. It appears that the dressing has been applied to skin and removed. As no samples were returned, a functional evaluation was not possible. The failure mode could not be confirmed from the images provided. However, low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. We have not been able to identify a definitive root cause on this occasion. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.